Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/6/2024, it was reported by a sales representative via (B)(4) that an ar-9233 guide broach was broken with no further information provided. This was discovered during a procedure, with no reported patient harm. Additional information was received on 6/12/2024: the ar-9233 guide broach broke while being removed from the bone with a mallet. It was removed while inside the patient. All fragments were retrieved from the patient. There was no delay in the case. This was discovered during a total shoulder procedure on (B)(6) 2024. The case was completed with a secondary broach. There were no adverse effects on the patient due to this issue.